Event description:
Pacemaker battery replaced. That night pt complained of severe muscle spasms in that area. Next morning pacemaker was reprogrammed to oblate stimulation but with narrow safety margin. Returned to surgery that afternoon for placement of generator in subcutaneous pocket.